Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and could not specify what the foreign material was from the information obtained. The biopsy channel was inspected inside with a borescope and confirmed that there was no abnormality such as foreign material. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide correction to the initial report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had a foreign material like black rubber coming out together when anesthesia was sprayed with a syringe via forceps channel. The issue occurred during a diagnostic procedure. The foreign material was suctioned out of the patient and the procedure was completed using the device. There were no reports of patient harm or injury.